Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Event description:
It was reported that guidewire fracture and removal difficulties occurred. The patient presented with a chronic total occlusion of the severely calcified left anterior descending artery (lad). A 190 cm, straight-tip judo 6 guidewire was selected for use. However, during the procedure, the tip of the guidewire got stuck in the calcified lesion of the blood vessel. The physician then withdrew the guidewire and found that the guidewire tip had fractured. Repeated reexamination revealed no vascular injury. The procedure was highly difficult, and the vessel could not be opened. As a result, the procedure was terminated, and the patient was sedated with local anesthesia. It is unknown whether the procedure will be rescheduled. Additionally, the fractured device could not be removed and remains in the patient body without any complications. No further issues were reported.